Manufacturer narrative:
Five (5) samples were received for evaluation related to the reported condition. A visual inspection was performed with no issues noted for all samples; the caps were in place on the connectors. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the green protective caps on the patient line of four (4) amia automated pd cycler sets fell off. This was observed prior to use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.